Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd angiocath¿ IV catheter leaked during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about leakage occurring during the use of iagbc. During infusion with the use of iagbc, leakage occurred with leakage site unknown."

Manufacturer narrative:
H6: investigation summary: bd received a 24 gauge angiocath device from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown. However, due to difficulties returning samples to the manufacturing facility our quality engineer had to investigate the returned sample using high resolution photographs of the defect. The engineer was able to identify that the catheter was crumpled but there appeared to be no damage to the rest of the unit. Leakage testing was not able to be performed due to limitations and the site the sample was returned to. Therefore, based off the provided photos the engineer was unable to verify the reported defect of leakage or determine a definitive root cause.

Event description:
It was reported that the bd angiocath¿ IV catheter leaked during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about leakage occurring during the use of iagbc. During infusion with the use of iagbc, leakage occurred with leakage site unknown."